Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a scratched screen. During analysis, the device was powered up and alarmed ec1210/1260 which is a corruption of the memory of the circuit board. Service will replace the circuit board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited lec 1210 alarm. No patient was involved in this event. No adverse effects were reported.